Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had low blood glucose of 42 mg/dl. Customer was treating for a high blood glucose and manually calculated dosage without using bolus wizard and woke up with low blood glucose of 42 mg/dl. Customer declined transfer to helpline.